Event description:
Additional information received noted that the right ventricular lead exhibited failure to capture.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one-piece for analysis. Electrical testing, visual inspection, and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the right ventricular lead exhibited high capture threshold and failure to sense. The reported lead was explanted and replaced on (B)(6) 2023. There was no patient consequences.